Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon receipt the distribution node to rear therapy electrode cable was ripped from the distribution node. Due to the damaged cable the electrode belt was able to detect upon receipt but unable to treat. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse even resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
(B)(6) male pt contacted zoll customer support to report that there were exposed wires on his electrode belt. The pt was issued a replacement electrode belt.